Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: a review of the pump¿s black box showed no alarms related to a rewind issue. Multiple occlusion alarms were seen in the pump history. During testing, the piston rewinds normally; the piston did not move during the load step. Shortly after priming, an occlusion occurred. The force sensor calibration was found to be within required specification. Bolus testing could not be completed due to occlusions. Unrelated to the complaint, the pump was opened and moisture damage was found in the force sensor housing; investigation revealed a crack in the battery compartment and a dim display. The complaint of a rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.